Manufacturer narrative:
(B)(4). Batch #: v95d2r. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device received was returned with the tissue pad with signs of normal wear and properly attached to the clamp arm. The device was connected to a test hand piece and a gen11, during functional testing the energy button remains activated once the energy button was released resulting in continuous activation. The device was disassembled to verify the condition of the internal components for evidence associated with the continuous activation and it was noted a small piece of plastic between the shroud energy button cavity post and the energy button post, that caused the continuous activation. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy the white tissue pad was seriously worn after working several minutes. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.